Event description:
On 30th march, 2023 getinge became aware of an issue with one of surgical lights - xten. It was observed during the preventive maintenance the screw was missing from the handle and the cover was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated additional reportable issue, the two out of the six fixation screws holding the device main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th april, 2023 getinge became aware of an issue with one of surgical lights - xten. It was observed during the preventive maintenance the screw was missing from the handle and the cover was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 30th march, 2023 getinge became aware of an issue with one of surgical lights - xten. It was observed during the preventive maintenance the screw was missing from the handle and the cover was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated additional reportable issue, the two out of the six fixation screws holding the device main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. It was observed during the preventive maintenance the screw was missing from the handle and the cover was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated additional reportable issue, the two out of the six fixation screws holding the device main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to broken fixation screws holding the device main tube, missing screw from handle and cracked headlight cover with missing particles, in this way, contributed to the event. Information gathered during the investigation indicates that the device was not being used for patient treatment when the event occurred. A review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of broken or loosened fixing screws is very low, cracked headlight cover with missing particles is very low, and missing screw from handle or handle itself is low. During the analysis, subject matter expert at the manufacturing site determined the following to have likely occurred. A loosening of the screw or screws, where the probable causes of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations (installation manual en 0130402 2h, pages 11, 13, 14, 17, 22). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube (technical manual 0130204 ed04, pages 12-13, 90, 98). In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. With regards to the missing cover, as stated by subject matter expert, the affected part is captive in the silicone bumper of the fork. The probable cause of the missing is a misuse or a mistake during the maintenance. As for the missing screw, it was impossible to determine the root cause. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th april, 2023 getinge became aware of an issue with one of surgical lights - xten. It was observed during the preventive maintenance the screw was missing from the handle and the cover was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.